Manufacturer narrative:
(B)(4). Section d4: lot number: lot number was not received. Section d4: UDI: UDI was not received. Section d4: expiration date: lot number was not received. Section h4: device manufacturing date: lot number was not received. Section g4: PMA/510(k) number - no 510(k) number included due to the subject device being exempt from pms pathway to regulatory approval. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in australia reported via a fisher & paykel healthcare (f&p) field representative that the packaging cover has blocked the bc802-10 infant nasal large mask and resulted in obstruction of air flow to the patient. The healthcare facility has reported that the patient experienced desaturation. No further patient consequences were reported by the healthcare facility. Further information related to the event and the subject mask was requested for investigation.

Manufacturer narrative:
(B)(4) section d4: lot number: lot number was not received. Section d4: UDI: UDI was not received. Section d4: expiration date: lot number was not received. Section h4: device manufacturing date: lot number was not received. Section g4: PMA/510(k) number - no 510(k) number included due to the subject device being exempt from pms pathway to regulatory approval. Method: the subject device bc802-10 infant nasal mask large bcpap was not returned to fisher & paykel healthcare (f&p), new zealand for evaluation. Our investigation is thus based on the information and photography provided by the healthcare facility and our knowledge of the product. Results: a visual inspection of the provided photography revealed that the packaging cover was torn in the middle, stretched out and was stuck inside the mask. Upon inspection, the healthcare facility has removed the packaging cover from the mask. Since the batch number associated with the subject mask was not provided, a review of device history record (DHR) could not be performed. Conclusion: without the complaint device being returned for evaluation or batch number being provided for further analysis, we are unable to determine the exact cause of the reported fault. The user instructions that accompany the flexitrunk nasal CPAP interface illustrate in pictorial format the correct set-up and proper use of infant interfaces, including the nasal mask and nasal tubing. It also states the following: "always use pressure monitoring to verify that the patient is receiving the prescribed CPAP level." "Check that all circuit connections are tight before use and after any adjustment."

Event description:
A healthcare facility in australia reported via a fisher & paykel healthcare (f&p) field representative that the packaging cover has blocked the bc802-10 infant nasal large mask and resulted in obstruction of air flow to the patient. The healthcare facility has reported that the patient experienced desaturation. No further patient consequences were reported by the healthcare facility.